Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted and replaced.

Event description:
--

Event description:
Boston scientific received information that this device declared end of life (eol) with a charge time of greater than 24 seconds, while never having declared elective replacement indicator (eri) first. The patient rarely paces, and is not capable of making their own decisions regarding replacement. The physician is aware of this and is not sure if the device will even be replaced based on the patients current state. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.